Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a generator. It was reported that the physician was using cautery during an ICD explant and felt a sudden burn on the right arm. The physician¿s gown was burned. It was reported that the grounding pad or an accessory may have caused the issue. The issue occurred intraoperatively. Additional information was received. It was reported that the issue occurred during ICD implant and the injury to the physician was minor. There was no impact to the patient outcome. There was a delay of less than 30 mins to the procedure.